Event description:
Follow up information the healthcare professional (hcp) reported that the cause of the event was that it was difficult to control the patient¿s tremor and superficial/medial placement of the lead component. The lead placement was confirmed per x-ray/MRI/CT scan on (B)(6) 2011. Patient symptoms of lack of tremor control were reported. Reprogramming was attempted on (B)(6) 2011 with the results noted as right ventral intermediate nucleus (vim) had good thresholds and that the left vim showed improvement but it was unclear if the benefit would be sustained. A revision was recommended but was declined by the patient. Hospitalization was not required and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
Additional information showed that, in addition to the device problems already reported, the patient also experienced voice problems when turning on the right side device. It was stated when the device is on, his voice could not be understood.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2010 (B)(6), product typ extension, product ID 748240, serial# (B)(4), implanted: 2002 (B)(6), product typ extension, product ID 3387s-40, lot# v163388, implanted: 2010 (B)(6), product typ lead, product ID 3387s-40, lot# v451316, implanted: 2010 (B)(6), product typ lead. (B)(4).

Event description:
It was reported that the patient's right sided device was not working. The lead placement was not ideal, but having a revision could make his legs worse. The patient only turns that device on to eat and write. The patient was not given a programmer, but he used the magnet to turn the device on and off, which was difficult.